Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller was 'giving them fits' and said the recharger had to continually be repositioned why trying to charge their implanted neurostimulator (ins). Pt stated that they would be charging with excellent quality for a moment, then shifted to 'reposition recharger', or would say to connect recharger when recharger was already connected. Agent had pt reset the controller, confirmed all connector pins and recharging cord appeared to be okay (no visible damages), and then pt began recharging session. Before pt connected the recharger, they saw that their ins was at 70% and controller was at 90%. Pt noted they would try positioning paddle all around their ins and couldn't find a place that would continue charging session. Pt also noted that it had been a minute since they had been able to charge their implant. Pt reported seeing the incorrect date on the lock screen, then went to checking recharger/recharge quality before showing 'no device found' screen. Agent reviewed best practices for paddle placement 1 inch above/below ins site. Pt seemed to be describing passive recharge mode (prm) connectivity number screens, and said the numbers were 0 and 50 (denied seeing 3 numbers). Pt said they saw "1, 4, 1, 2, 3, 2, 0" while moving the paddle around slowly. Pt then stated that the recharger was getting real hot where the cord entered the paddle, and had been doing that before - got 'red hot' but pt didn't say they got physically burned or injured. The issue was not resolved. An email was sent to the repair department to replace the recharger.  Pt called back because they received the replacement recharger from this case, but when they plugged the recharger into the controller they battery, stimulation off, and lock on the same screen. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt unlocked their controller battery was at 90% recharging. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97755, serial/lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.